Event description:
Procedure: lap nissen. According to the reporter: the instrument didn't grip the needle properly as the other leg of the instrument remained extended. When the doctor tried to switch the needle, the needle fell out of the jaws. The doctor used a grasper to remove the suture and needle from the patient. There was no loss of blood but the procedure time was extended by 10 minutes. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).